Event description:
The customer reported to olympus, the high definition liquid crystal display (lcd) monitor did not power up. The issue was found during preparation for use for a diagnostic endoscopy procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no display and no video image, front panel keypad was not working, corrosion on all the output connectors of the circuit board, and a screw missing from the circuit board. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer¿s complaint monitor did not power up, was not confirmed. Based on the results of the investigation, a definitive root cause of "monitor does not turn on" and "no display, no video image" could not be determined. Olympus will continue to monitor field performance for this device.